Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were fasle positives. The following information was provided by the initial reporter. Attached max run 6383 showing an abnormal number of crypto positives on ct0546

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA / 510(k)# k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter. Attached max run 6383 showing an abnormal number of crypto positives on (B)(6) .

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results for cryptosporidium while running the enteric parasite panel assay. Customer also reports an error message of "curve is too noisy on color 585/630¿. Analysis of the customer run database and log files by bd service specialists did not indicate any functional issue with the instrument. This complaint is not confirmed as no problem was identified with the instrument and the complaint alludes to contamination. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.